Event description:
The user facility reported that the angio-seal device involved was used on the patient at a different hospital for hemostasis. An examination two to three months after the procedure confirmed thrombus formation that seemed to be caused by residual collagen. An ultrasound examination after three to four months revealed that the stenosis had disappeared. This was a case where the thrombus seemed to protrude into the artery two to three months after the angio-seal device was used; however, three to four months later, the ultrasound examination revealed that the stenosis had disappeared due to absorption. The procedure before deploying the device, the ancillary sheath size used, puncture site, vessel's diameter and if a pre-deployment angiogram was performed was all unknown. An ultrasound was performed to diagnose vascular insufficiency. There was no patient injury/medical or surgical intervention required. The patient recovered and was being followed up. No equipment or other device was used with the product involved. The event occurred post-treatment.

Manufacturer narrative:
Date of event: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. It is possible that procedural technique or use against instructions for use (IFU) indications contributed to the issue, however, this was unable to be confirmed. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).